Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the attached trocar tip was easy to come away. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device returning. Additional information: please clarify what is meant by trocar tip was easy to come away. Is this referencing the integrated trocar in stapler or the inter ancillary plastic blue trocar?---inter ancillary plastic blue trocar. Or are you referencing to the anvil head attaching too easily? Please specify what device was used for the proximal and distal transaction of the bowel? What color reload? ---no information. On what tissue type was the device used? ---eventually, the device was unused. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---no information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---no information. Was the spike of the trocar inserted through bowel lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, what was the location of the indicator within the gap setting scale? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? ---no information. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? ---no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---no information. Is there any other additional information you would like to share about this device, procedure, patient or physician? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. What are the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? If so, whom? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.